Event description:
It was reported to boston scientific corporation on september 30, 2008, that a radial jaw hot biopsy forceps device was used during a colonoscopy procedure performed eleven days prior. According to the complainant, during the procedure, on the first attempt to obtain a biopsy sample, "the red end coating began to peel." Reportedly, the procedure was completed with a second radial jaw hot biopsy forceps device. There were not pt complications reported as a result of this event. This pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause fo the reported malfunction has not been determined.